Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient with twiddler¿s syndrome presented in device clinic after receiving two inappropriate shocks. The right ventricular lead was noted to be dislodged. The lead was explanted. The patient was in a stable condition before, during and after the procedure.